Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The date of implantation has been estimated as (B)(6) 2013 based on the manufacturing date of the contralateral device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with 300cc mentor smooth round moderate profile saline breast implants and experienced a suspected postoperative bilateral rupture. The patient also wanted to replace with larger implants. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and replaced with non-mentor devices. This report is for the patient's left-sided device.